Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed that the hypotube was severely kinked 510 mm from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No damage was observed to the tip, blades or balloon. The balloon folds were slightly relaxed which may have occurred after the balloon protector was removed from the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the shaft was broken. The device was then removed together with the guide wire.

Manufacturer narrative:
Describe event or problem updated.(B)(4).

Event description:
It is further reported that the shaft was broken. The device was then removed together with the guide wire.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon fracture occurred. A 10/2.50 flextome cutting balloon was selected for use. During delivery, it was noticed that the balloon was fractured. The device was fully removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.